Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation, the monitor failed incoming testing and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to contamination on connector j1002aa and j1003aa on the defibrillation boar, causing an intermittent connection. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102 (charge profile fault).